Event description:
The patient was revised because of a deficient pcl and lateral ligament tear making the knee unstable. The insert had poly wear.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation could not verify or draw any conclusions about the reported event; however, provided information indicated the patient had a deficient pcl and a lateral ligament tear creating an unstable joint which could contribute to the reported poly wear. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.